Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous, 90% stenosed left circumflex coronary artery. Pre-dilatation was performed and then the 2.75x18 mm xience prime stent was advanced with resistance noted with the anatomy. A shaft separation was noted before the device crossed the lesion. The separated portion was simply withdrawn. Therefore another drug eluting stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.